Manufacturer narrative:
The tp2 reagent lot number was 944565 with an expiration date of 30-jun-2027. The customer has not had any issues with any other patient samples.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for total protein gen.2 (tp2) on a cobas c 703 analytical unit. The initial result was 105 g/l with a data flag. The repeated result was 77.4 g/l. The repeated result was believed to be correct.